Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the patient was complaining of increasing pain in right shoulder at 3 years post-op from right tsa. A/p x-ray reveals fracture of tm glenoid component. The patient was revised right tsa on (B)(6) 2014.